Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. The patient had a previous second cuff placed but remained incontinent after the procedure. The aus cuff was replaced with a smaller cuff. There were no additional patient complications reported.